Manufacturer narrative:
(B)(4). The 900pt531 junior heated breathing tube (hbt) is used with the myairvo humidifier to deliver warmed and humidified respiratory gases to spontaneously breathing patients through a variety of patient interfaces. Method: one 900pt531 hbtand the myairvo2 humidifier, serial number (B)(4) (manufactured april 23, 2014) were returned to fisher & paykel healthcare and were visually inspected. The hbt was resistance tested. The myairvo was performance tested. Results: visual inspection of the hbt revealed that it was damaged in the central section of the tubing over an area of about 150mm in length. Small sections of the tubing had softened and deformed slightly in this section of the limb. Strands of white material were adhering to the damaged portions of tubing. There was no damage to the heater wire insulation, indicating that the heater wire had not produced excessive heat. The remainder of the circuit did not exhibit any defects or abnormalities. Resistance testing of the heater wire showed that it was within specification. Visual inspection of the returned myairvo revealed no damage or defects. During performance testing the device functioned normally with no issues noted. Conclusion: from the observed damage and the presence of white material fibres, it is most likely that the damaged section of the hbt was under the patient's pillow or bed covers for some length of time. Our testing of the hbt indicates that the tubing would have to covered and under compressive load for at least 20 to 30 minutes for any melting to occur. The heater wires are coated with teflon, which remains intact even under compressive load and has a much higher melting point than the hbt. All 900pt531 heated breathing tubes are tested for electrical continuity on the production line. A resistance test and visual inspection is performed on the heater wire assembly after the heater wire plug has been overmoulded onto the heater wire. The user instructions that accompany the myairvo humidifier include the following warning: adding heat, above ambient levels, to any part of the breathing tube or interface, e.g. Covering with a blanket, or heating it in an incubator or overhead heater for a neonate, could result in serious injury. The user manual instructs the user to "use continuous oxygen monitoring on patients who would desaturate significantly in the event of disruption to their oxygen supply." The user manual also states that the "myairvo 2 is for the treatment of spontaneously breathing patients who would benefit from receiving high-flow, warmed and humidified respiratory gases." And that "the unit is not intended for life support."

Event description:
A distributor in (B)(6) reported that a 900pt531 airvo junior heated breathing tube used with a myairvo2 humidifier became damaged while in use on a home patient. This issue occurred twice for the same patient: the first time was after four weeks of use and the second circuit was damaged after two weeks of use. They confirmed that there was no patient consequence.